Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system had damaged covers. A quote, which included an x-stage cover, was provided to the site. There was no patient present when this issue was observed.